Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operation room for a prophylactic device extraction due to an advisory warning. The right ventricular lead exhibited externalized conductors and noise. The lead was capped and replaced. The patient tolerated the procedure well and will be followed up normally.